Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the patient¿s right ventricular lead showed externalized conductors under fluoroscopy. The lead showed a slight rise threshold, however the physician elected to continue to use the lead since the electrical function of the lead was stable. Defibrillation threshold testing was performed before and after the procedure to ensure high voltage therapy reliability. The patient was stable throughout the procedure and will continue to be monitored.